Manufacturer narrative:
Dual articulating headpiece.

Event description:
It was reported by service report that the dual articulating headpiece is not locking into place properly. No patient involvement or adverse consequences were reported.